Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s doctor had been unable to get their wire implanted in the epidural space. If additional information is received, a follow up report will be sent.